Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The product was damaged and this damage was not mentioned by the customer. Both haptics were bent-distal area. The optic had scratches-rejectable. The lens folded with no abnormalities. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were review and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/18/2010 and 12/09/2010 by mail. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported that an intraocular lens (iol) did not fold correctly. Pt impact is unk. Additional info has been requested.